Manufacturer narrative:
Investigation summary: no samples or photos provided for evaluation. This product is within specification and meets all regulatory guidelines. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: there was no documentation of issues for the complaint of batch #9108964 during this production run. This is the first complaint for the lot#9108964 for the same defect or symptom. Root cause description: this is customer dissatisfaction with our product. Product is according to specification.

Event description:
It was reported that scale marking occurred before use with a syringe 3ml citrate 4% fill (B)(6). The following information was provided by the initial reporter, "customer is dissatisfied with up-coming product label change consisting of 0.2ml graduations on the pre-filled syringe. The feedback is as follows: "I reviewed the file and actually I do not like the new presentation of 3ml sodium citrate. Our current practice is to install 2.5ml intra catheter. On the current syringes the amount to be installed is very clear for the nurses because it goes by increments of 0.5ml. The new version it is increments of 0.2ml, how would the nurse do exactly 2.5ml? It will be estimation and unfortunately I don¿t think it is best practice."